Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber's tip detached and was retrieved at 57,210 joules of use. The case was completed using a second fiber. There was no report of injury.